Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had partial display. It was also reported that screen turned into grey or get cloudy. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for several days and no grey display or other display anomalies noted.